Event description:
A 6f angio-seal evolution was selected for use. The physician reported problems getting the compaction tube to advance out during deployment. Hemostasis was achieved in the cath lab with the device. There was delayed bleeding 18-24 hrs post procedure. The pt underwent surgery for a pseudoaneurysm and a large hematoma. During the surgical intervention, the collagen was noted to be separated from the wall of the vessel.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) stated that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.